Event description:
It was reported that a pump declared alarm 20 during the load process, with the cartridge alarm recurring even after attempting to reload. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer, but the alarm persisted, so they arranged for a replacement pump. In the meantime, the customer reverted to multiple daily injections (mdi) as a backup therapy.